Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before the surgery, ophthalmic suture tip was crushed, and cornea did not float well even with the new product. Procedure details have not been provided. The surgery was completed on the same day without any further complications. Current outcome of the patient¿s condition was unknown. Additional information received that the tip was not sufficiently sharp, resulting in difficulty during trocar penetration.

Event description:
A customer reported that before the surgery, ophthalmic suture tip was crushed, and cornea did not float well even with the new product. Procedure details have not been provided. The surgery was completed on the same day without any further complications. Current outcome of the patient¿s condition was unknown. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).